Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited pacing impedance measurements greater than 2000 ohms as well as an increase in pacing threshold measurements. Additionally the local area field representative was able to reproduce noise on the rate/sense and shock channels however there was no oversensing of the noise. The physician suspected a lead fracture and elected to perform a lead revision procedure. The lead was successfully cut and capped with a replacement lead implanted. No adverse patient effects were reported.